Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, from 80 to 0% charge, and the pump subsequently shut off. The customer's blood glucose level was 168 mg/dl. Reportedly, the customer connected the pump to a power source and was able to resume insulin therapy.